Event description:
It was reported the physician planned to explant the pt's scs system to perform an MRI. It was reported the physician was unable to remove the paddle portion of the lead since he was not prepared to perform a laminectomy procedure. The physician decided to remove only the tails of the lead and the ipg; the paddle portion of the lead remains implanted. It was reported the physician will discuss another surgery with the pt or perform a CT scan. The physician was advised by the sjm rep that an MRI could not be performed with any part of the device still implanted. The explanted parts of the lead were returned.

Manufacturer narrative:
The events cannot be confirmed through product analysis testing. The complaint of "lead broken/fractured" was visually confirmed. The lead was returned cut and incomplete as a consequence of the explant procedure. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.